Event description:
It was reported that the customer's insulin pump was alarming with compromised force sensor system. Insulin was also shooting out. Customer's blood glucose was not known. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. The motor passed motor test. The insulin pump was unable to confirm prime/fill anomaly and alarmed prime due to motor error alarm. The insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted.